Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and believed insulin was not flowing through the tubing despite no occlusion alert, with the exact date not recalled. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, long-term disability, or other clinical complications. Investigation included complaint intake, user interview, and troubleshooting and education with the user. Investigation of this case revealed no device alerts or alarms and an unclear cause of the hyperglycemia event, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.